Event description:
It was reported that deflation issue occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified iliac vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation with a saline and contrast ratio of 50:50. However, during the procedure, it was observed that the balloon deflated slowly. The device was simply pulled out in a deflated state. The procedure was completed with this device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
E1: initial reporter phone:(B)(6).